Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via analysis. Additionally, the gripper subassembly tabs were observed to be broken, the gripper cover was observed to be bulky and frayed, and the frictional elements were observed to be bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue, observed bulky and frayed gripper cover, and bent frictional elements were unable to be determined. The observed broken gripper subassembly tabs were likely due to troubleshooting maneuvers. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2024 that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. The grippers functioned during device preparation. While in the right atrium it was noted that one of the two grippers did not lower. Troubleshooting was performed per instructions for use (IFU). The clip was removed from the patient and a new clip was implanted, reducing mr to grade 2. Outside of the anatomy the gripper from the first clip could not lower.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.